Event description:
It was reported that the programmer has a cracked screen, the front and rear doors are broken, and the stylus is not responsive. A loose ECG (electrocardiogram) connector is also suspected because of noise on the screen at times, despite new electrodes and cables. A new adhesive pad is needed on the programmer rf (radio-frequency) head. The programmer and rf head were returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the label backing was missing. It was also noted that the cable insulation was torn. Concomitant products: product ID 2090w programmer; product ID 229047 analyzer. (B)(4).